Manufacturer narrative:
(B)(4). The patient was retrained on how to perform pd therapy properly. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by abdominal pain and cloudy effluent. It was reported that the patient did not wash their hands or wear a mask, the patient was retrained on proper aseptic technique. The patient was not hospitalized for the event. The patient was treated with vancomycin (two grams, every four days for 14 days). At the time of this report, the patient had recovered from the event. At the time of the report, pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.